Event description:
Customer reported to beckman coulter, inc. (Bec) that they observed fluid and bubbles from the top of the wash concentrate canister in the unicel dxc 600 synchron system. Customer reported that they experienced a similar incident last week on (B)(6), 2011. Customer reported that the leak was reoccurring around the float switch. Customer requested the part number for the float switch. Customer reported that erroneous results were not generated. There was no report of adverse event or injury requiring medical intervention or patient treatment. Customer reported that the leak was gone after customer replaced the float switch.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two different days. This MDR is related to MDR# 2050012-2011-07682. Bec identifier for this complaint is (B)(4).